Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the patient had complaints of dyspnea and palpitations. The lead had elevated thresholds. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the defib conductor was cut, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay,the outer tubing overlay was melted and had cosmetic environmental stress crack, the outer tubing had environmental stress crack breach (non-electrical), outer tubing overlay had breached cut, the exposed defib coil had white substance, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The device is part of the advisory for this model.